Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, as reported by her attorney, the patient experienced serious bodily injury, significant mental and physical pain and suffering and has required multiple surgeries, and has sustained permanent injury and other damages. No other info is available.